Manufacturer narrative:
A siemens headquarters support center (hsc) specialist evaluated the instrument data and did not find any instrument or reagent issues. The hsc specialist also did not find a record of the discordant result in the instrument data files. There was one troponin result for the patient sid, which matched the repeat result. The cause of the discordant troponin result is unknown. This instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and resulted lower. The repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant troponin result.